Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage was found from a pinhole on the balloon 2 days after placement.

Manufacturer narrative:
The reported event was confirmed. The visual evaluation of the returned sample noted one opened (no original packaging present), silicone foley catheter present. The catheter was very rigid, being covered and filled with a crystalline substance. The catheter was discolored purple. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and water immediately leaked from a 0.011" pinhole in the balloon surface. No pieces were missing. The pinhole in the balloon was considered out of specification. The active length of the catheter balloon was measured (0.7310") and found to be within specification (0.6"-0.9"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities."

Event description:
It was reported that urine leakage was found from a pinhole on the balloon 2 days after placement.